Event description:
It was reported that cartridge alarm 30 occurred on pump, and caller also reported cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using pump and rely on alternate method of insulin delivery if necessary, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to place old pump in storage mode and return it within 10 days using provided materials, and advised customer to reenter pump settings and reconnect cgm on replacement pump.